Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the phenomenon "no image" occurred due to communication failure caused by a cable failure. Root cause of the cable failure could not be determined. The event can be detected/prevented by following the instructions for use which state: "do not coil the camera cable with a diameter of less than 20 cm. Never excessively pull the camera cable but straighten it gradually when it is coiled. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. Never use a clamp or forceps to attach the camera cable to another object". Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative reported on behalf of the customer that the high definition camera head had a bad image. The issue was found during transurethral resection procedure, and the therapeutic procedure was completed with a similar device. The device was returned to olympus. During the device evaluation, the following reportable malfunction was found: black image. There were no reports of patient harm. This medical device report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
E1: address establishment name: (B)(6) hospital (noting due to character limit). The device was returned and evaluated, and the customer¿s allegation of bad image was confirmed. Device evaluation found that the image was black due to a cable failure. The additional evaluation findings are as follows: white scratches, and leakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.